Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a surgical procedure for (acl) anterior cruciate ligament , it was observed that the small battery drive device worked intermittently. There were no delays to the surgical procedure. A spare device was used to complete the procedure. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device working intermittently was not confirmed as the device was not working at all. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the internal components were corroded excessively and the electronic control unit (ecu) and motor were damaged due to corrosion. The assignable root cause was determined to be due to component damage from improper cleaning methods. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.